Event description:
It was reported that during a colectomy procedure, there was an incomplete staple line. Another device was used to complete the case. There were no adverse consequences to the pt. Additional info was requested.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.